Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 94 mg/dl. The customer reported that insulin was squirting out during manual priming from the insulin pump. The customer also reported that the drive support cap of the insulin pump popped out. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.